Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pacemaker procedure on (B)(6) 2015 and suture was used. During suturing under the skin, the needle did not go through the tissue. The surgeon checked and confirmed that a tip of needle was missing. The tip of needle was not in the jaws of the needle holder. X-ray was taken and the tip of needle was not found. Additional information has been requested.

Manufacturer narrative:
The size in of the needle piece/ tip that was lost was reported as approximately 1mm and there is a possibility the tip of the needle remains within the patient¿s body. The current location of the needle piece was reported as still missing. Currently, the patient is doing well. Conclusion: the actual device involved in this event was returned for evaluation. Upon visual evaluation, a fracture was observed at the tip of the needle. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage, the device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."